Event description:
The complainant reported that a patient (age, gender and weight unknown) had a spyglass dvs procedure in 2007. On the next day, the patient started to run a fever. The physician indicated that it was "possible" that the fever was related to an ercp procedure (date of ercp procedure unknown), the spyglass dvs procedure, the spyscope device, spyglass probe, spybite device and the patient's condition/co-mrbidities. The patient's fever was 100.6f degrees and the patient was given tylenol for two days. The complainant reported that the patient's condition was resolved without sequelae.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture and expiration dates cannot be determined. The complainant reported that the device was discarded subsequent to use; therefore, a device evaluation is not available. The relationship between the suspect device and the reported event is undetermined. Device not returned for evaluation